Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, lot# t3d62800dx medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open procedure, one surgeon got an electric shock while leaning on a diathermy instrument (e2100) on top of a patient. The smoke evacuator had started, which refers to inadvertent button depression in diathermy instrument. In addition, the magnetic mat had a metal suction tip and diathermy on which the surgeon's hand rested. The devices were checked immediately after the procedure by a medical technician and no fault was found. The electrical plugs in the operating room were also checked, and no earth leakage has occurred - an earth leakage would have triggered an alarm.